Manufacturer narrative:
Philips service replaced the suite pc and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that suite pc failed, causing system boot failure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.